Manufacturer narrative:
Pod data indicates the pod operated and delivered insulin as intended during operation. The soft cannula was measured to be stretched and out of specification at 1.134 inches. It could not be determined when or how this damage occurred. It cannot be determined if this damage contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose above 20 mmol/l (360 mg/dl). The pod was worn on the patient's leg for between 36 and 48 hours. As treatment, a manual insulin injection was administered and a new pod was applied.